Event description:
During field service engineer site visit, it was noted the heartstart mrx etco2 was not working. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.